Event description:
Patient was placed under gamma camera for nuclear scan of knee. The table was raised to position patient. When technologist released hand control, the table continued to move. Patient was pinned between tabletop and camera. Radiologist examined patient and found no apparent injury. The hand switch or motor were the most likely components to have failed. The hand switch was replaced and the table base returned to manufacturer for evaluation and replacement motor.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, other. Results of evaluation: mechanical problem, none or unknown. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.